Event description:
It was reported that a cuff miss occurred during attempted suture placement in the mildly calcified right common femoral artery using the preclose technique prior to a valve replacement interventional procedure. The sheath size was upsized during the interventional procedure from 8f to 28f. A second perclose proglide device was used with the same results. A third perclose proglide device was used for successful suture placement. A fourth and a fifth perclose proglide device were used and cuff misses occurred. A sixth perclose proglide was used for successful suture placement. The valve replacement interventional procedure was completed. An occlusion balloon was placed in the internal iliac artery on the incident side from the non incident side prior to the closure procedure. Protamine was administered. The balloon was inflated to 1 atmosphere prior to the arteriotomy closure. The sutures were tied and the balloon was deflated. Hemostasis was achieved with the sutures of the third and sixth proglide devices. Manual adjunctive compression was applied for tissue tract oozing. This is standard policy at this hospital. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4): arteriotomy was 28f. Per the instructions for use - the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The other 3 perclose proglide devices referenced are being filed under separate medwatch MFR numbers. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Per the instructions for use: the perclose 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths.